Manufacturer narrative:
(B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was implanted into the patient during a hysteropexy by anterior sacrospinous fixation with capio + prolene procedure performed on (B)(6) 2020 to treat prolapse. According to the complainant, after the implantation, the patient complained of pain and difficulty to defecate and pain impairing her sexual life. Upon examination, the physician noted a suture exposure through the patient vagina. The physician believes that the previous physician who implanted the device could have potentially overcorrected the repositioning of the uterus by over-tensioning the suture. Subsequently, the sutures were completely removed from the patient bilaterally. Reportedly, the patient was fine after the procedure. The issue of pain to defecate has been resolved. However, as for dyspareunia, the patient is still in post operative recovery and cannot have intercourse per regular post operative protocol.